Event description:
Inserts for the harmonic instrument fell apart during attempted use (x2). Both inserts broke in the same manner while being used by a surgeon very familiar with the device. Physician was able to retrieve broken piece from patient with no residual harm to the patient.what was the original intended procedure?myomectomy.device #1is this a laboratory device or laboratory test?no.